Manufacturer narrative:
This lead is expected to be returned for analysis. At this time, the lead has not been returned. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular lead was found microdislodged from heart tissue one day post implant. High thresholds noted but impedance normal, no underlying and not symptomatic. Patient admitted at hospital 4 days after implant procedure due to fast atrial rate and shortness of breath (fast rate related). Echocardiogram test done, the lead was thought to have perforated but patient remained stable hemodynamically. A revision procedure was performed. During procedure, helix could not be retracted. Afterwards, the lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and blood/body fluid noted in the helix housing and in neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. The tip and helix are intact and appear undamaged. Was unable to confirm micro-dislodgement or perforation observations.